Event description:
Information received indicated when the brakes were activated the caster would swivel.

Manufacturer narrative:
Hill-rom technician found that the casters were worn. He replaced the casters and the brakes functioned properly.